Event description:
It was reported that the 2800 sys would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. There surge suppressor during the service call. The system was tested and found to be working as intended and put back into service.